Manufacturer narrative:
Two pictures were received for evaluation. During the evaluation of the device the customer reported condition was confirmed, from visual inspection it was observed the vent cap loose from assembly. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
During a pre-use check, the customer noticed the filter w/gas vent was out of position and slipped off. No patient injury.